Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 3550-09, lot# n0030423, implanted: (B)(6) 2005, product type: accessory. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had a loss of stimulation and a return of pain that occurred all the time. The stimulation change was not related to positional movements or any trauma or falls. They had a medical procedure when they felt stimulation turn off. The patient had a CT scan in (B)(6) 2015 and they had turned stimulation off and they were able to turn it back on afterwards. They then had an endoscope on (B)(6) 2015 and had turned stimulation off. On (B)(6) 2015 they had an ercp and two stents and were told that they did not need to turn stimulation off. The patient programmer (pp) showed that stimulation was off. This was noted to be an older pp and only had status lights in the back and the battery had been replaced. All they were getting on the pp was the battery light. Turning stimulation on did not resolve the issue and they did not have the ability to change stimulation. The patient had noted that they did not regularly check their device using the pp until after a procedure. They considered the change in therapy as gradual and they initially thought it was pain due to a procedure; however, they were surprised at the intensity. The patient then met with the manufacturer representative (rep) for a device check because their implant had died and was scheduled for a replacement at the end of the month. Additional information reported that the patient had a stroke and needed an MRI; noted to not be related to the implant. Relevant medical history includes failed back surgery syndrome. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).